Manufacturer narrative:
Additional information provided the valve serial number. Update to b4, g3, g6, d4, and h4.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the exact cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. As per medical opinion, the root cause of the event was an under expansion of sapien 3 during the valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 23mm sapien 3 valve in valve procedure, with a pre-existing 23mm biological prosthesis, the baseline peak/mean gradient upon deployment was under 10mmhg. Three months post procedure, a follow up echo showed that the patient had a mean gradient of approximately 30mmhg. Thrombus and calcification were ruled out by tee. It was decided not to post dilate the valve, however the next day the tte detected higher gradients. It seemed that after the initial implantation of the valve the tte underestimated the gradient. Approximately three months and a half post procedure, a late post dilatation of the valve was done. This action was successful, and the gradients decreased. The patient was discharged, and the patient outcome was good. As per medical opinion, the root cause of the event was an under expansion of sapien 3 during the initial valve in valve procedure.